Manufacturer narrative:
Mml#: (B)(4). The lead assemblies were received and evaluated. Visual inspection was performed, and rounded fractured coils were observed across all coils on both leads. The analysis confirmed that lead conductor fractures caused high impedance/out-of-range conditions. No functional testing was carried out because the leads were received incomplete and cut in two segments. This report was initially submitted under mfg report number 3021520203-2024-0025 on december 27, 2025, but we found that the report number was used twice. Therefore, it was rejected. Submitting this report under the new mfg. Report number.

Event description:
It was reported that the left lead had a progression of out-of-range/high-impedance failure. As a result, the patient underwent revision surgery to replace both leads. The right lead was functional, but one electrode also had an out-of-range/high-impedance failure. The electrode was not paired for therapy, so there was no impact on the patient. The right lead was replaced as a precautionary measure. Two new leads were implanted without complications. There was no report of patient harm or injury.